Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had periodic blank displays. Troubleshooting was able to retrieve the display on the insulin pump. The customer also reported having keypad issues and an unexpected restart alarm occurring after a battery change. Troubleshooting advised the customer to insert a new battery. The unexpected restart alarm occurred after a new battery insertion. The customer also reported a high blood glucose of 341 mg/dl. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.